Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis could not confirm the allegation of lead dislodgement. Visual observation of this lead revealed a blood or body fluid in the lumen. The lead tip has no visible signs of damage or defect which would lead to dislodgment. The lead met specification.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. The physician tried to repositioned the lead but it was not stable thus the lead was explanted. The lv lead is no longer in service and replaced with a competitor¿s lead. No additional adverse patient effects were reported.